Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiro's¿ w/red cap, vented cap. The customer reported that the unspecified chemotherapy drug leaked at an unspecified location. There was no bleed back. Device was not reprocessed or re-sterilized. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel. The chemo spill was cleaned up per facility protocol by a spill kit. The set was replaced and therapy resumed. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a reported ch14 bag spike inserted into the adapter tube of a reported ch3034 spiros bag spike adapter. There was fluid shown in the photo but it could not be determined if the fluid was on the outside of the tubing adapter or in the fluid path on the inside of the tubing adapter. The customer stated that they were "unsure of the exact location of the leakage". The complaint was unable to be confirmed from the returned photo. No device history review could be performed as lot number was not provided. Additional contact information: (B)(6).